Event description:
It was reported by a nurse that the customer was hospitalized for high blood glucose levels. The reported blood glucose reading at the time of the call was 249 mg/dl. The nurse declined troubleshooting because the doctor felt that the insulin pump was functioning properly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.